Event description:
Customer reports that in 2012, he experienced sensor glucose versus blood glucose issues. He states his sensor read 140 and his blood glucose read 35 mg/dl. He states, he passed out and the ambulance was called and he was treated on site. Customer is very dissatisfied with medtronic products and wanted to report this. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.